Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6) . Reporting institution phone #: (B)(6). Reporter phone #: (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an ac power failure. The device was in clinical use when the issue occurred, the device was replaced with a different v60 ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported.

Manufacturer narrative:
H10: a philips service engineer (se) reported that the issue was not confirmed during evaluation. The repair was canceled by the customer, and the device was returned without repaired.